Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported by the sales rep via phone that during procedure the vapr s90 4.0mm w/integr hdp -ea did not work could not cut and could not coagulate. Another device was used to complete the procedure. No patient consequences or surgical device was visual inspected and there was no anomalies noted, there is a white residue in a transparent tube suggesting that the electrode was activated. Upon functional testing , device failed ablate and coagulate test. Electrode will be sent to supplier for further investigation. Supplier evaluation result for vapr s90 4.0mm w/integr hdp -ea: the device was not returned in the original packaging, the distal tip shows no obvious signs of use, saline residue visible in suction tube, no visible damage to handle, cable or plug. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, and hipot active-return), as a result active continuity was failed, the remaining test passed. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity, some measurements zones were performed:plug to proximal end of crimp as result pass, across electrical crimp as result fail, distal end of crimp to active tip as result pass. The device was functional testing using vaprvue generator (gml3723/4), the test included different values as a setting and the activation in ablate and coagulation failed. Further investigation: the performance of the device was further assessed by activating via the ablate yellow foot pedal for an extended period. After 34 seconds the device began to activate on both ablate and coag modes. The continuity between the plug pin and distal tip was re-measured and found to be within specification at 0.67o. Supplier summary: the investigation substantiated the customer¿s claim that the device did not work. A break in continuity across the electrical crimp was discovered. During the activation test an output short error was initially noted on ablate mode and no output on coag mode. After a period of 34 seconds pressing the ablate foot pedal the device began to operate correctly. The continuity between the plug pin and distal tip was re-measured and found to be within specification 0.67o. From our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. The complaint failure mode confirmed during testing has been reviewed against the systems risk assessment document, (B)(4) which has recorded in line 138.7 a ¿hardware circuit failure¿, caused by an ¿incorrect assembly¿, causing a ¿delay or possible cancellation to a procedure¿ the current risk severity category is classed as alra with an anticipated frequency of ¿probable¿ (<10¯3 and =10¯4) and a failure severity of minor (results in temporary injury or impairment not requiring professional medical attention). A review of our complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. A CAPA investigation cap-101378 was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. In addition to the design change being rolled out, an interim action was also implemented as detailed below to help reduce recurrence. Crimp wire jig gml5426 was introduced for this device via (B)(4) on 20 sep 2019. The complaint device investigated was manufactured prior to this change. A manufacturing record evaluation was performed for the finished device [u1903110] number, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [(B)(4) ] number, and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: (B)(4).

Event description:
It was reported by affiliate via phone that during procedure the vapr s90 4.0mm w/integr hdp -ea did not work could not cut and could not coagulate. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.